Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said their doctor has given up his practice and left. Patient is looking for doctor listings. Patient didn't want a doctor that didn't know anything about it. Patient is having a problem right now. The other night (monday evening) they were sitting in a chair and they started getting shocks where the device is located. They waited a while and their leg started getting stiff and feeling heavy. It affects their left leg. Their leg got stiff and numb. The patient turned the therapy off and now they are fine. They hadn't done anything different than what they normally do in the house. They don't lift a lot of stuff. They hadn't had any falls or accidents or medical procedures. The next day they were fine after they shut the therapy off. They are fine now and there is nothing going on with it. The device helped them with their bladder and kept them from leaking, so the patient is wanting to figure out what is wrong so they can use the device. They would leak some but not nothing like they would do without the device. The same thing happened before with shocking in their leg. They had it turned too high and that's what they came up with as the reason. They have it turned way down now. They finally got a hold of one of the agents in (B)(6) and they told them to turn it to a certain thing. They did it and didn't feel it or anything. Sent doctor listings and redirected patient to hcp.